Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information added to a1, d10, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that no fault found with unit for channel error. A review of the device history record showed the device had a manufacture date of 08nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that no fault was found for the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.